Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a revision surgery for a malpositioned tritanium shell. The revision was performed on the (B)(6) 2016.

Manufacturer narrative:
An event regarding malposition involving an unknown tritanium shell was reported. The event was confirmed. Method & results: - device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. - medical records received and evaluation: a review of the provided medical records by a clinical consultant noted: procedure-related factors: - unknown type of cup malposition. Device-related factors: - none evident. Diagnosis: a previous cup malposition of unknown kind had caused a cup revision 10-months earlier but did not solve the problem requiring the next revision as final treatment. - device history review could not be performed as the device lot is unknown. - complaint history review could not be performed as the device lot is unknown. Conclusions: a review by a clinical consultant concluded: a previous cup malposition of unknown kind had caused a cup revision 10-months earlier but did not solve the problem requiring the next revision as final treatment. Further information such as return of device, device information, additional x-rays and patient medical records are required to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient had a revision surgery for a malpositioned tritanium shell. The revision was performed on the (B)(6) 2016.